Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the leak has not yet been possible. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
Customer call received by nursecomm and reported to mmdg: "pump won't charge, that charging cord is lit, but adapter is broken where cord connects to pump. Unable to recharge pump." During a follow-up investigation call, customer stated that a metal piece disconnected from the end of the ac adapter and the plug symbol does not appear on the pump display when the adapter is plugged in. The customer is waiting for a replacement ac adapter, but he has not had any tube feeding since (B)(6) 2014. The customer stated the patient is able to eat small amounts of food throughout the day and experienced a couple episodes of vomiting since (B)(6) 2014.